Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 11060a aortic valved conduit was explanted after an implant duration of 4 months and 11 days due to unknown reason. The explanted valve was replaced with a 29mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 11060a aortic valved conduit was explanted after an implant duration of 4 months and 11 days due to methicillin-resistant staphylococcus epidermidis endocarditis. The explanted valve was replaced with another 29mm 11060a avc. Per medical records, the patient presented with cough and found to be covid positive, work-up revealed methicillin-resistant staphylococcus epidermidis bacteremia. Tee/CT showed periaortic leak, pseudoaneurysm and aortic root abscess. The patient underwent redo avr/bio bentall. Intraoperatively the previous graft was easily dissected, there was a pus pocket around the nc sinus and annulus. The konect graft was 40% dehisced from the annulus. After debridement of infected tissue, another 29mm 11060a avc was implanted. Post procedure tee showed good aortic valve function with no pvl. There were no complications and the patient was transferred to the ICU.

Manufacturer narrative:
Manufacturer narrative: updated sections: a4, b5, b7, g3, g6, h6 health effect - clinical code, device code(s), and type of investigation. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the additional information, this event is no longer considered reportable.